Manufacturer narrative:
(B)(4)

Event description:
It was reported a remote merlin transmission revealed non-sustained right ventricular oversensing episodes were observed due to oversensing myopotentials. Performing coughing and deep breathing exercises to replicate the noise was recommended. Turing off the low frequency attenuation filter was also recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device battery had drastically depleted faster than expected within a two day period. The device was explanted and replaced. The patient was doing fine afterwards and will be followed remotely.